Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concluded based on the product analysis results, the fluid loss and air in the system affected the functionality of the device. Product analysis confirmed cuff fluid loss. Device history record review (DHR): the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. A risk review confirmed that the event is accounted for in the risk documentation. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Device technical analysis: the cuff component was visually inspected, microscopically examined, and tested for leaks. The visual test passed. A cuff leak was identified in the cuff shell. The cuff leak is consistent with a tear. The tear is consistent with a sharp instrument damage and is located on the cuff component around the cuff shell medial area. Based on the implant time of the device, the tear most likely occurred during implant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The balloon component was visually, microscopically inspected and tested for leaks. No visual defect with the naked eye was noted. The balloon passed the leak test. No abnormality noted under the microscope. The balloon was not functionally tested due to the confirmed failure of the reported allegation in the cuff. No product malfunction was identified with the balloon component. The pump component was visually, microscopically inspected and tested for leaks. No visual defect with the naked eye was noted. The pump passed the leak test. No abnormality noted under the microscope. The pump was not functionally tested due to the confirmed failure of the reported allegation in the cuff. No product malfunction was identified with the pump component. Investigation conclusion: based on this investigation, the product analysis confirmed a product malfunction as the most probable cause of the reported events. Therefore, the investigation conclusion code of unintended use error caused or contributed to event was chosen because the reason for the reported fluid leak and air in system/component was determined to be inadvertent/unintentional interaction of the product from the observation made that the tear is consistent with a sharp instrument which most likely occurred during implant based on the implant time of the product and the analysis of the available information. The evidence from the product record review did not identify a potential product quality issue or new patient harm.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to fluid loss and air in the system. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted.